Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, tilt, stinging in chest, stress, need to take blood thinners. The additional information regarding organ perforation does not change the previous investigation results for vena cava/aorta perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported stinging in chest, stress, and need to take blood thinners are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to pulmonary embolism (pe). Patient is alleging cena cava and organ perforation. The patient further alleges stinging in chest, stress, and need to take blood thinners. Implant report: "following 3 mg of intravenous versed and 50 micrograms of intravenous fentanyl the right internal jugular vein was localized." "The filter was placed just above confluence of the iliac veins since the patient did have a low probably retroaortic left renal vein at approximately the l2-3 level. The top of the filter was placed at the upper portion of l3. Despite numerous attempts I could not get the filter to position strictly vertically in the ivc, it was slightly tilted towards the right." Report from CT (computed tomography): "there is an ivc filter superior tip positioned at the level of the left main renal vein. The superior tip of the filter appears to extend approximately 10 mm through the wall of the ivc. The limbs of the filter also appear to extend through the wall of the ivc with the greatest measurement approximately 12 mm. Two of the limbs extend adjacent to the aorta. Ivc filter demonstrates approximately 18 degrees of tilt."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/ aorta perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2008 and underwent a computed tomography (CT) scan approximately 10 years and 3 months later which revealed that the inferior vena cava (ivc) filter had moved since its implantation as several filter struts were now perforating through the patient's ivc wall and had perforated into their aorta. Hospital and medical records have been requested, but not yet provided.